Manufacturer narrative:
Complained product will not be not available.

Event description:
Brush head came off - oral-b [device breakage] . Metal pin is worn down - oral-b [device physical property issue] . Case narrative: consumer via phone stated that the oral-b toothbrush head came off of the oral-b toothbrush mid-brushing. The metal pin of the oral-b toothbrush was worn down. No injury was reported.